Manufacturer narrative:
Investigation summary: it was reported the customer was unable to completely flush the line as the plunger rod stuck about half-way. To aid in the investigation, eleven samples without any packaging flow wrap were received for evaluation by our quality team. Two syringes have the rubber stopper at the 10ml mark, one at 9ml, two at 7ml, one at 6ml, three at 5ml, one at 4ml and one at 3ml. A visual inspection was performed and no defects or imperfections were observed. Each sample was then tested for sustaining force, which is the force applied to the plunger rod while moving downwards when expelling the saline solution. All the results were within specification. It could be possible the customer had some product on the higher end of specification inducing more force than normal required to expel the solution. Based on the experience of our processes, the effect of having plunger resistance could be induced by how the silicone is applied to the syringe barrel inner wall. A device history record review was completed for provided material number 306575, lot number 1019576. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. We have initiatives in our production line monitoring the silicone application and its consistency. Based on the investigation and with the returned sample analysis the symptom reported by the customer of plunger movement difficult is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 6 bd posiflush¿ sp pre-filled flush syringes nacl 0.9% had difficult plunger movement during the flush. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "unable to completely flush line as plunger rod stuck about half-way."